Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff surgery the self-punsh did not work and the anchor could not be released from the driver. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the provided information, including the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error, specifically improper bone preparation and/or incorrect surgical technique. The complaint allegation was not confirmed, as the device was not received for evaluation, and no evidence of the failure was provided.